Event description:
Pt was placed in the MRI scanner for procedure. Md had requested that pt be cardiac monitored during the MRI for cardiac output. MRI compatible leads and connectors were put on left anterior shoulder area. MRI procedure was completed within 45 minutes. When pt was removed from the MRI, pt reported a burning feeling on her shoulder. The 4 leads were removed and 3 of the 4 leads burned her skin. These burns were about the size of a dime.